Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
MDR staff have indicated that several femoral head trials are chewed up and gauged due to wear and tear over an extended period of time. They are no longer functional and require replacements. There was no surgical delay and no patient issues as this was not intra-op.